Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It also appeared that the implantable cardioverter defibrillator (ICD) showed undersensing of intrinsic beats. It was determined that the device was not undersensing, but there was intermittent loss of telemetry. It was further discovered that a cell phone was placed besides the programmer. When the cell phone was removed all beats were successfully being identified. Lead sensitivity was reprogrammed and the lead and device remain inuse. No patient complications have been reported as a result of this event.